Event description:
It was reported that during the implant attempt, the right ventricular lead was placed in the apex but the physician was concerned that the lead did not properly fixate. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis indicated that the helix/lobes was distorted/bent. It was noted that the distal conductor had blood/body fluid (not obstructed) and there was blood in/on the helix/lobe mechanism including the (sleeve head). It was visually noted that the lead was damaged at implant.